Manufacturer narrative:
Corrected data: this MDR is to be voided due to the part initially being reported, being an unknown part/lot number. The part number initially reported was incorrect. The part/lot number(s) are unknown. Manufacturer narrative: the reason for this revision surgery was due to aseptic tibial loosening. The previous surgery and the revision detailed in this investigation occurred 1.9 years apart. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. There are no reported pre-existing patient health conditions. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not made available to djo surgical for examination. A review of the device history record (DHR) was not conducted since the records needed for review were not provided. No additional information was obtained to assist in the evaluation. As of (B)(4) 2018 no records, needed for review, have been forwarded by zimmer-biomet. Should zimmer-biomet provide the needed records at a later date, the complaint will be re-opened and a further review shall be conducted. The root cause of this complaint was a revision surgery due to aseptic tibial loosening. There are multiple factors that may contribute to an event that are outside of the control of djo surgical. Inventory containment is not required since there are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to a right knee revision of vanguard knee (zimmer biomet product) for aseptic tibial loosening, originally implanted with cobalt g-hv cement.